Event description:
Discordant, falsely high sodium, potassium, and chloride results were obtained on eighteen patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were rerun on an alternate instrument. Corrected reports were provided to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium, potassium, and chloride results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the customer stated that the operator had changed the integrated multisensor technology (imt) sensor and replaced standard a with a new lot. After replacing these, quality controls were run and were within range. The cause of the discordant sodium, potassium, and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.